Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during implant procedure of right ventricular (rv) lead, after many attempts of location of lead it was not possible to place rv. There were problems trying to insert the guide because it was at a distance of 10 centimeters of the tip of the lead. The anatomy of the patient was peculiar, the patient has cava vein with high curvature. Information indicated placement difficulty was this due to patient anatomy. The rv was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.